Event description:
The customer reported that they had a low blood sugar while travelling on the metro. The customer was unconscious, and treated by paramedics at the scene. The customer stated that once they revived them, they realized their pump was missing. The customer also stated that the low bg's were caused by pt handling the reservoir while connected to the infusion set. The customer stated that the reservoir had come out of their pump, but they did not realize it. The customer bolused twice. While bolusing, they realized the reservoir was not in the pump. They forced it into the pump and must have delivered 9u bolus at once. Advised customer to call md for a back up plan of manual injections to use to treat their sugar level.